Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture" of saline device. The device has been explanted.

Manufacturer narrative:
Reason for reoperation: deflation. Device evaluation: visual analysis of the returned device identified: crease fold and fluids clear inside the device. Leak test was performed and found opening on radius side. A microscopic analysis was performed which identify opening on radius side, consist in the use of some surgical tool. Based on the device analysis the final assessment is a puncture opening on radius due to surgical damage like.

Event description:
Healthcare professional reported right side "rupture" of saline device. The device has been explanted.